Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when tying the knot on an open procedure, the thread broke. They took another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twenty-nine devices. Initial visual inspection of the product returned noted no abn ormalities. Functionally, the samples were submitted to a bubble emission functional test and a simple knot test. The samples met bubble emission test specifications for sealing integrity. The results of the simple knot test did not meet specifications. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.